Event description:
In 2006: customer biomed reports, "technologist was moving system in preparation for the next pt. When the technologist moved and injector system, the suspension failed and technologist caught the injector from hitting the floor. No staff injuries."

Manufacturer narrative:
Investigation still pending. A medwatch 3500a follow-up report will be submitted upon completion of defective product investigation.